Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had increased impedance measurements from 350 ohms to greater than 2,500 ohms. Additionally, the lv lead was not capturing in any vector. As a lead fracture was suspected, the lv lead was programmed off. No additional adverse patient effects were reported.